Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on (B)(6) 2024 and mesh was implanted. Postoperative pain occurred approximately 3 weeks after implantation of the 2nd prosthesis. These pains consist of 1° on the right, sometimes needlestroke sensations, sometimes flesh tearing sensations or sensations as if I had a sharp/prickling object in the groin with prolongation of the pain in the inner face of the thigh to the knee. 2° on the left, pain of intensity aigüe, almost permanent, in the left groin at the same level as the pubis, shifted by about ten cm to the left. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: clinical reminder: a sigmoid colon resection patient for diverticular sigmoiditis 10 months ago, the consequences of which were marked at a distance, by the appearance of a retro-pubic infected hematoma with osteitis requiring a resumption with evacuation of the hematoma and a long-term antibiotic treatment with finally a favorable outcome. The patient complains of right inguinal pain and an MRI on (B)(6) 2023* shows the absence of collection at the retro-pubic level, the absence of osteitis, there is cicatricial fibrosis, which is quite normal. An abdominal and pelvic scan on (B)(6) 2023* confirms the findings of the MRI, namely the absence of any retro-pubic collection and good healing at the level of the pubic symphysis. The clinical examination will find a voluminous right inguinal hernia in the upright position, confirmed by the examination in the supine position which finds a painful right inguinal hernia, but reducible. Diagnosis: voluminous direct right inguinal hernia. Intervention: cure of a voluminous direct right inguinal hernia with placement of an ethicon 10.1 x 4.5cm prosthesis according to the lichtenstein technic. Cro: horizontal low right inguinal incision. Cicatricial fibrosis is immediately encountered at the level of the internal part of the scar, the patient has already had a suprapubic incision for resection of the sigmoid colon by celioscopy. Opening of the aponeurosis of the superior oblique muscle. Spermatic cord dissection. The dissection of a voluminous hernia which turns out to be a direct hernia and which will be repressed, the fascia transversalis completely blown will be retensioned by an overjet of ethibon 1. Exploration of the spermatic cord shows the absence of any external oblique hernia. Installation of an ethicon prolène 10.1 x 4.5 cm prosthesis which will be fixed by 2 overjets of ethibon 2.0, a third overjet will close the legs of the prosthesis and thus calibrate the deep orifice of the inguinal canal. Closure of the aponeurosis of the superior oblique muscle in the pre-funicular. Subcutaneous plan with vicryl 3.0. Intradermal overspray on the skin. Naropeine infiltration. Wound dressing. Current state of the patient: these pains are very debilitating; my life has changed in the sense that I have almost no physical activity anymore. I have to carefully choose the day when the pain is a little less to do a short walk (1 to 2 km maximum) or go shopping with my wife. I can? (B)(6) ride a bike anymore, which I liked because we live in the countryside. Gardening is for me now impossible or very difficult now. Leisure and travel are no more than vague memories. And on bad days, I have to finish the afternoon lying on my bed so that the pains decrease in intensity. Note that in the morning, when waking up, (B)(6) feels no pain. These start about 10 to 15 minutes after I get up. In addition, this inactivity obviously affected my weight. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? Please describe any medical intervention given for pain management including medication name and results. If reoperation was performed, please provide the date and surgical findings. Any history of chronic pain or pain syndromes?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.